Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as open bleeding blister. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the patch and a prescription salve. Outcome of the irritation is unknown.